Manufacturer narrative:
The field service engineer (fse) examined the system. The fse replaced the hemoglobin (hgb) diode pre-amp board and verified the instrument's operation. The root cause for the erroneous high hgb results was cause by the defective hgb diode pre-amp board that was subsequently replaced during instrument servicing. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
International customer reported that erroneous high hemoglobin results were generated by the coulter ac-t diff 2 analyzer for multiple pt samples. The instrument did generate appropriate flags to alert the operator to further review the sample. The erroneous results were reported out of the lab. Specimens were redrawn and run on a different instrument. Corrected reports were sent out of the lab. There was no death, injury or change to the pts' care or treatment.